Event description:
The foley bag was found to be leaking at the drainage part of the bag where the "box" connects to the bag. As before, bard is aware that we are having issues with their foley/urimeter devices. They are investigating. We have been told that we are "the only ones with this issue."